Event description:
It was reported that the customer was trying to change her infusion set and it was stuck in the rewind mode. Customer's blood glucose level was 466 mg/dl. Customer stated that she had treated with a manual injection. Customer stated that they are stuck in a rewind complete/bolus delivery loop. Customer did not try to delivery a bolus while in the rewind/fill tubing process after sending their blood glucose level to the pump via meter. Troubleshooting was stopped because the customer just needed help with the priming process. Customer stated that she treated with the manual injection. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set for analysis. Infusion set will be replaced. Customer did not want to troubleshoot for high blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.